Manufacturer narrative:
Conclusion: the performance tests could not duplicate or confirm the under delivery. Cause of customer's under delivery unk.

Event description:
Reported by the customer as: under infusion-failure to deliver proper amount, it was short. Patient injury: no.